Manufacturer narrative:
Citation: polettiet al. Performance of purpose-built vs off-label transcatheter devices for aortic regurgitation: the purpose study. Jacc: cardiovascular interventions. Jul 8;17(13):1597-1606 2024. 10.1016/j.jcin.2024.05.019. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a performance of purpose-built versus off-label transcatheter valves for aortic regurgitation. The study was conducted from april 2015 to september 2023 and included 256 patients who were predominantly male with a mean age of 80 years old. Multiple manufacturer¿s devices were implanted in the study population; 66 patients were implanted with a medtronic evolut r (n=58) or evolut pro/pro+ (n=8) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: stroke, bleed or vascular complication, acute kidney injury, valve migration, moderate to severe residual aortic regurgitation, arrhythmia requiring permanent pacemaker implant, and conversion to open surgery. No further information was provided pertaining to medtronic products.